Event description:
It was reported that during a laparoscopic anterior resection procedure, during a rectal stump closure, while using in conjunction with a dst ceea 31, the surgeon noticed splutter in the anastomosis region. Surgeon was unable to identify where the bleeder was but sutured around the region for hemostasis. It was opened up in the end. Pt was discharged after nine days, longer than usual.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.